Event description:
It was reported that the customer was taken to a medical center by the ambulance due to high blood glucose over 600mg/dl. The customer was dehydrated and had chest pain. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the caller with correcting them. Instructed the caller to change the site, infusion set, and reservoir. The caller does not feel anything is wrong with the device and the customer had other medical issues, gastroparesis, and cardiac issues. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.